Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-03284. It was reported that the patient began to vomit during her lead revision surgery. As a result, the procedure was abandoned.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03284. Follow up revealed that the patient's vomiting has resolved.